Event description:
It was reported that during a ptca/stent procedure a stent was deployed in a totally occluded left anterior descending, which reportedly has a 10% residual stenosis. Pt had a mi 7 days prior (the safety and efficacy of the stent has not been established in a recent acute mi). The pt rec'd anticoagulation therapy during the procedure. Three days later the pt returned to the cath lab, reportedly for sub-acute thrombosis. The pt was receiving an nitroglycerin infusion at this time. The area was redilated, and the pt rec'd anticoagulation therapy during the procedure. No other info was provided.